Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. However, the root cause of this event cannot be conclusively determined with the available information. The device remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Of note, this patient also had a valve-in-valve procedure performed on her aortic valve. Please reference MFR report #2015691-2017-01551.

Event description:
It was reported that this patient with a pericardial mitral valve, implanted nine (9) years and 11 months, is experiencing mitral regurgitation and stenosis. The patient underwent tavr of her aortic valve; the mitral valve was not replaced. It was reported that the patient was discharged and is doing fine.